Manufacturer narrative:
(B)(4).

Event description:
A manufacturer representative reported that the patient had a burning sensation at the top of their device pocket. This issue started 4 days prior to the report. The stimulation was turned off and the pain was reduced but did not go away completely. The stimulation was only off for several seconds. The electrode impedances were between 960 and 1400 ohms. The group impedance was 482 ohms with the electrodes programmed as 10+, 11-, 12-, 13+. The burning sensation was continuous when the stimulation was on. The patient was indicated for spinal pain and failed back surgery syndrome. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.